Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) received 3 inappropriate shocks while running and five diverted shocks. Upon interrogation the pace/sense lead was noted to have an impedance of greater than 3000 ohms and in ddi mode. Noise was noted on the electrograms. An x-ray will be performed. At this time the patient remains hospitalized.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry available upon return, and as such, a memory download could not be performed. Visual inspection of the device noted the case was swollen with tool and electrocautery marks. The defibrillation output bridge impedance was measured and found within expected values indicating therapy was available commensurate with battery status while in service. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received 3 inappropriate shocks while running with five diverted charges. Upon interrogation the unknown pace/sense lead was noted to have an impedance of greater than 3000 ohms and noise was noted on stored electrograms. Boston scientific technical services (ts) recommended that the patient undergo a lead revision to implant a second pace/sense lead or extract the dual coil lead and implant a new single coil lead with enough slack in the ventricle to accommodate the patient as they grow. No further information could be obtained at that time. This ICD was returned approximately 11 years later without allegation. No adverse patient effects were reported.